Event description:
It was reported that the customer experienced a low blood (bg) glucose level in the low 40¿s mg/dl. The pump log was reviewed and it was found that the customer request and confirmed multiple manual boluses leading to the low. No additional information was provided regarding the low bg.